Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4. UDI #: the UDI was not provided by the reporter. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that before use, the device displayed a "technical failure 300 - device in failsafe mode" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. The device log files confirmed the reported occurrence of the technical failure 300 as reported. Technical support provided troubleshooting for the biomedical engineer at the customer site. The reported failure was unable to be duplicated during device testing; therefore, a definitive root cause is unable to be determined. The device passed all testing and was confirmed to be operating without issue.